Manufacturer narrative:
Retainer ring = black. On (B)(6), 2021 customer alleged insulin pump receiving pump error 53 and failed battery alarms. Allegation to high bgs noted. Device successfully downloaded traces and history file using thus. Device passed rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No pump error 53 alarms or failed battery alarms noted during testing. However, pump error 53(line number 5632 file number 2005) alarms confirmed in the insulin pump history/trace files on (B)(6) 2021 at 11:57am. Failed battery alarms noted in the pump history on (B)(6) 2021 at 11:56am. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case. Failed battery alarms not confirmed during testing or in the power management graph. Pump error 53(line number 5632 file number 2005) alarms confirmed in the insulin pump history/trace files on (B)(6) 2021 at 11:57am due to a software anomaly (esf#2610666). Unable to verify customer alleged for high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had software error detected pump error alarm. Customer stated that battery died in the middle of the night. Customer inserted a new battery and got software error detected pump error alarm. Customer was unable to clear alarm. Customer experienced high blood glucose of 26 mmol/l. The insulin pump will be returned for analysis.